Manufacturer narrative:
A handpiece was indicated which is qualified for use with this lens, with the use of a qualified lens/cartridge combination. Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that, during the cataract surgery with intraocular lens (iol) implant procedure, during the injection, section of a haptic by the injector making the injection impossible. The iol had to be explanted. The procedure was completed with back up iol. The patient experienced corneal edema related to the explantations. Fragility of the anterior capsular flank was also observed. The patient had decrease in visual acuity. Currently the patient had recovered his visual acuity but the surgeon is considering a re-intervention.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. A non-qualified cartridge was indicated. The company lens is only qualified for use in the company cartridges the root cause for the reported haptic damage would be related to a failure to follow the instruction for use (IFU). A non-qualified cartridge was indicated. The company lens is only qualified for use in the company cartridges. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. Company foldable intraocular lens (iols) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).